Manufacturer narrative:
The psm arm was returned and evaluated. Failure analysis investigation found the psm failed the slow sweep friction test. This complaint is being reported due to the psm arm failing the slow sweep friction test during failure analysis. Although this failure was found during failure analysis, it could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
The complaint was initially reported to intuitive surgical, inc. (Isi) for a problem associated with one of the patient side manipulator (psm) arms displaying error messages prior to the da vinci cholecystectomy surgical procedure. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The planned surgical procedure was completed using another patient side manipulator arm. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.